Event description:
Received information stating customer received an auto-off alarm and insulin was stopped due to 12 hours of inactivity. Reportedly customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.